Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 419 mg/dl. The customer had no symptoms. The customer treated their blood glucose levels with manual injections. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The issue was resolved with a set change.